Manufacturer narrative:
(B)(4). Date sent: 02/24/2021. D4: batch # u95a2a; h6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the would would not open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger, and for the would not close, close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the jaws of the stapler did not close completely. This was obvious on visual inspection. When we tried to re-open the jaws and reattempt closure, the jaws would not reopen. The stapler could not therefore be removed from the tissue. This occurred during ligation of a large renal vein and left the patient open to significant harm had we encountered uncontrollable bleeding. Working around the partially closed jaws and with the bulk of the device in the way, we were forced to control the renal vein using suture ligature, divide it, and then allow the stump of the renal vein to fall away from the jaws. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One stapler with reload and ten sterile reloads will be returned.